Event description:
This event was reported as a starr-edwards mechanical valve explanted from the mitral position after approx 27 yrs implant duration due to cerebrovascular accident (cva/stroke). No further info was provided.